Event description:
During review of the vns patient's programming history on (B)(6) 2013 it was discovered that a faulted system diagnostics tests occurred, which changed the patient's settings. On (B)(6) 2003 a faulted system diagnostics test occurred and no final interrogation was performed. The patient then presented at the next visit on (B)(6) 2003 with the incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then reprogrammed to the desired settings. No patient harm has been reported to have occurred due to these settings changes.

Manufacturer narrative:
Analysis of programming history.